Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered and was blocking some parts of the screen. Reportedly, the customer was still able to access all the features of the pump and the touch screen still responded to touch. The customer stated the touch screen was shattered because the pump was placed in the customer's gym bag and stated it may have been stepped on. Customer's blood glucose level was 125 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.